Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, four electrode channels were left outside the cochlea since initial implantation surgery, which might have contributed to the lack of benefit. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient was seen by managing aud and reported affected channels seen on in-situ testing. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen by managing aud and reported affected channels seen on in-situ testing. The recipient was scheduled to see surgeon, dr. Michael mcgee on monday ((B)(6) 2023) to have imaging obtained and discuss the possibility of revision surgery.